Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, it was noticed that the elastic bands overlappped instead of being released from the ligator cap. The procedure was completed with another speedband superview super 7 device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. No patient complications have been reported as a result of this event.